Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the biopsy channel was leaking. Also, evaluation found the device's ID chip required replacement, the distal end cover was damaged, the bending section cover adhesive was cracked, the objective and light guide lenses were damaged, the bending section was broken off, the insertion tube boot was torn, and the light guide mount was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the biopsy channel of the evis exera iii bronchovideoscope was leaking air/water. The issue was found during reprocessing after a diagnostic procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e216 scope communication error message was displayed. The report is being submitted due to the error message found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e216 scope communication error message was that the device leaked while the user was handling the device, and water invaded. Due to the water invasion, abnormality of electronic parts occurred. Physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.